Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: zhang, j, zhong-bao, r, and zhang, b (2025). Unrecognized intraprocedural pericardial deployment of watchman flx: management lessons from iatrogenic perforation. European society of cardiology: cardiovascular flashlights. Doi: https://doi.org/10.1093/eurheartj/ehaf935.

Event description:
Reported via literature article: it was reported that cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At the 3-month routine follow-up, cardiac computed tomography (CT) imaging demonstrated that the closure device was located within the pericardial space without evidence of acute pe. Serial monthly echocardiographic imaging over the next 12 months confirmed the absence of any chronic pe. Since the pericardial location of the implanted device was not recognized at the time of the index procedure, retrospective procedural analysis identified critical errors that had occurred during the index procedure. The transseptal puncture was inferiorly misplaced. After initial recapture of the closure device, focal laa wall injury was seen as endocardial contrast tracking but was misinterpreted as opacification of an accessory lobe. The ensuing final closure device deployment precipitated acute perforation and tamponade, which was fluoroscopically confirmed by active contrast extravasation into the pericardium. Emergency pericardiocentesis stabilized the patient; however, the pericardial location of the device itself was not recognized until the follow-up CT.

Event description:
Reported via literature article. It was reported that implant shift, pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx closure device was implanted. At the 3 month routine follow-up, cardiac computed tomography (CT) imaging demonstrated that the closure device was located within the pericardial space without evidence of acute pe. Serial monthly echocardiographic imaging over the next 12 months confirmed the absence of any chronic pe. Since the pericardial location of the implanted device was not recognized at the time of the index procedure, retrospective procedural analysis identified critical errors that had occurred during the index procedure. The transseptal puncture was inferiorly misplaced. After initial recapture of the closure device, focal laa wall injury was seen as endocardial contrast tracking but was misinterpreted as opacification of an accessory lobe. The ensuing final closure device deployment precipitated acute perforation and tamponade, which was fluoroscopically confirmed by active contrast extravasation into the pericardium. Emergency pericardiocentesis stabilized the patient; however, the pericardial location of the device itself was not recognized until the follow-up CT.

Manufacturer narrative:
Medical media was provided and reviewed by boston scientific quality engineers for relevance to the complaint allegation. The media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: zhang, j, zhong-bao, r, and zhang, b (2025). Unrecognized intraprocedural pericardial deployment of watchman flx: management lessons from iatrogenic perforation. European society of cardiology: cardiovascular flashlights. Doi: https://doi.org/10.1093/eurheartj/ehaf935. The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.